Manufacturer narrative:
(B)(4). The patient experienced chronic utis, incontinence, bladder infections and fatigue. The patient underwent placement of an interstim on (B)(6) 2009 and removal of this implant on (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted into the patient. It was also referenced that the patient had ams perigee system with interpro lite implanted. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent revision/excision of mesh on (B)(6 )2013 due to erosion, chronic urinary retention and pelvic pain.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.